Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a blank display. The customer did not know the blood glucose reading. The customer observed that the contacts on the battery cap were damaged. He was advised that a replacement battery cap would be sent. Nothing further reported.